Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdyf025 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported when they pull the needles out of the packaging, the tubing towards the distal end is falling off where the y-site tubing attaches. No other information provided.